Manufacturer narrative:
Patient age not available. Patient weight not available. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra-operatively, the site had increasing issues with tracking instruments and getting registration. The nurse reported that they were new to the system and were not very familiar with it. The site did not provide information on any specific case that was impacted by it and it was unknown if there was clinical impact. It was later provided that this issue occurred intra-operatively during a functional endoscopic sinus surgery (fess). The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. A manufacturer representative went and observed a case and it was suspected that the site had not been placing the emitter in the correct position. The representative discussed emitter position and patient and instrument registration worked flawlessly for that case.